Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the error reoccurred. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent.